Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received 5 ineffective shocks. A functional data review confirmed the device had sensed and correctly delivered therapy; however, conversion was not successful. An x-ray confirmed device migration due to a significant amount of patient weight loss. The physician elected to surgically intervene and reposition the device in a more submuscular position, at the same location. The procedure was completed with no complications. This device remains implanted and in service with no additional adverse effects reported. Post-revision induction testing was performed and confirmed successful via a single shock. No further intervention was required.